Event description:
During a review of the patient's programming history, it was noted that on (B)(6) 2005, a faulted systems diagnostic test occurred which resulted in a change to the patient's programmed settings. A final interrogation was not performed so the setting change was not found until the next office appointment at which time, the settings were corrected. There were no reports of any patient adverse events as a result.

Manufacturer narrative:
Analysis of programming and device diagnostic history performed.

Manufacturer narrative:
Patient identifier - initial report inadvertently listed the patient identifier as (B)(6) however it should be (B)(6). The information has been corrected on this report.